Manufacturer narrative:
All operating currents were within specification and no failed battery test alarm was noted. The insulin pump functioned properly. The insulin pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported that the insulin pump had a blank display. The customer reported changing the battery, then received a failed battery test. During troubleshooting, the customer received an additional failed battery test. Blood glucose level at the time of the incident was 145 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.